Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for femur condyle with the products in question. It was a second surgical procedure to reinstall the rfna condylar nut in response to its dislocation (B)(4). The surgeon did not replace the implant but took out the dislodged nut once it was removed and used it as is. He engages the screw and nut firmly so that it will not come off again. Postoperative radiographs were taken today (wednesday, (B)(6), approximately 3 weeks later, and it was confirmed that the outer screw head and nut had moved outward, and the inner nut was coming off as before. The surgeon requests two things. (1) confirmation of whether similar events have occurred at other facilities. (2) explanation of the mechanism by which the polymer inlay makes it difficult for the screw to back out, yet the screw still comes out. Even if the loosening progresses and the nut dislocates as it did last time, the surgeon will not reoperate if there is no irritation or invasion of the skin. Patient status/ outcome: stable. This report is for one (1)nut ø14. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: hsb. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j employee. Initial reporter postal code: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part #: 04.045.781s, lot #: 878p356, manufacturing site: jabil grenchen, release to warehouse date: 20, july 2022, expiry date: 01, july 2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment visual analysis of the photo revealed that the nut ø14 had backed out from original positioning. Without further information, the root cause cannot be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the nut ø14. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.